Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that after a communication error and system reboot, some images could not be retrieved, data loss. There is no report of injury or death associated with this event.